Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a sprinter legend balloon to treat the lad but the balloon burst. The burst did not occur on the first inflation. The balloon had been inflated 3 times within the lad, and pulled back slightly each time. It is indicated that the balloon may have been taken to 14-18atm. The loss of pressure when the balloon ruptured was sudden. Upon withdrawing it, there was some resistance felt, but nothing unusual. The vessel being dilated was temporarily obstructed. After numerous unsuccessful attempts to retrieve the balloon, the doctor decided to leave the balloon in situ and cover it with a stent. The balloon has 2 radio-opaque markers - one at each end. One of the markers remained inside the patient, and the other end came out with the severed balloon. The patient was supported with an iabp and sent to their ICU. The physician also mentioned that the patient is stable and they were able to retrieve the wire only portion of the balloon only. Patient experienced contrast induced nephropathy after the procedure. This was partially due to the balloon breaking, as it caused the procedure to be longer with more contrast used. The patient has been discharged home and is now fine.

Manufacturer narrative:
Patient is allergic to morphine, dust and dander. Original treatment date = (B)(4) 2016. Images provided for same patient, follow up procedure on (B)(6) 2016: images provided show the treatment of the target lesion in the lcx with multiple balloon inflations. This lesion was treated with ballooning and no stent was deployed. There were no issues observed showing the burst and detachment of the sprinter legend balloon, although there were multiple poor quality images showing balloon inflation in the lcx. The images did not provide any information to support the root cause of the balloon burst and detachment. The images appear to show the presence of a deployed stent in the mid-lad and there appears to be a jailed marker at this location in the vessel. The lad is widely patent in the first images. The detachment and jailing of the marker with a stent was reported for the lcx, however the images do not show the marker-band detachment and jailing with a stent in the lcx. Images show what appears to be a jailed marker in the lad. Evaluation summary : there was a stretching and a detachment of the inner shaft material. The inner shaft material at the detachment site was stretched and jagged. The balloon bond, balloon or distal tip did not return for analysis. The device returned with the guidewire loaded in the inner lumen. It was not possible to remove the guidewire due to the stretching and necking of the inner shaft. There was a radial tear and detachment of the outer shaft material approximately 23cm distal to the guidewire entry port. The outer shaft material was jagged and uneven at the tear site. The inner lumen was bunched and necked approx. 15cm distal to the guidewire entry port. The transition tubing was stretched 2.6cm distal to the transition bond. The guidewire entry port was ripped and the transition tubing material kinked. There were numerous kinks along the hypotube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.